Manufacturer narrative:
A review of the device history record notes no material nonconformance's, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions nor labeling that may have caused or contributed to this mode of failure.

Event description:
The index surgery occurred on (B)(6) 2018. The report indicates that the tibial insert was out of position so a revision was performed on (B)(6) 2018 to replace the tibial insert. The surgeon indicated that during the initial surgery, he had difficulty properly fitting the insert into the construct using his mis technique. The surgeon also reported that there was deformation on the tibial insert. The insert was discarded and not returned.